Event description:
Additional information received stated the device was implanted approximately 6 years ago.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional information received. Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. As a lot number was not received, a review of the complaint history, ncrs or CAPA databases could not be performed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing break near pump.